Event description:
They didn't fit on the pumps and tubing properly and would leak [device issue], they didn't fit on the pumps and tubing properly and would leak [device leakage], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of device issue, device leakage, and no adverse event in patients (age, gender, and race were not reported) from the united states. The patients age at the time of event experience was not reported. On 02-oct-2024, amneal pharmaceuticals received information from the other health professional via an email concerning above-mentioned adverse event experienced by the patients while on amneal's glycopyrrolate injection. Additional significant information (#1) was received on 04-oct-2024 from the pharmacy technician via a telephone call. New information included product details (batch/lot number, expiry date) and narrative have been added. The patients were being treated with glycopyrrolate pre-filled syringe injection (dose, route, frequency, and therapy dates were not reported) (batch/lot number: ap240181, expiry date: mar-2026, ndc: 70121-1699-07) for an unknown indication. Concomitant medication, concurrent condition, medical history, historical medication, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that they purchased your glycopyrrolate 0.4mg/2 ml pre-filled syringe back in july. Unfortunately, they were unable to use them. They didn't fit on the pumps and tubing properly and would leak. We have approximately 80 syringes we cannot return to the wholesaler, because they are out of the box. Further information was received on 04-oct-2024 which states that the medication was getting leak and didn't fit on the pumps and tubing properly and requested for replacement. According to her, on unknown date of (B)(6) 2024, pharmacy received a sealed medication boxes from their wholesaler and on an unknown date the pharmacy dispensed the medication to the hospital and while administrating the medication in the hospital they observed that medication was getting leak and didn't fit on the pumps and tubing properly and confirmed that they did not administer to the patients and returned to the pharmacy. Upon asking she stated that all 82 syringes to same lot number, expiration date and she did not provide the serial number. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. Follow-up information was received from the other health professional via an email. Additional information included lot number and expiry date was updated. The patients were being treated with glycopyrrolate pre-filled syringe injection (dose, route, frequency, and therapy dates were not reported) (batch/lot number: ap230155, expiry date: mar-2025) for an unknown indication. It was reported that stated that, ap230155 lot number also has the same complaint, and she has sent some samples of both lot numbers. She stated that they are 82 or 83 and stated that she has sent five samples. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. Follow-up (#2) information was received on 29-oct-2024: follow-up information was received from the other health professional via an email. Additional information included lot number and expiry date was updated. The patients were being treated with glycopyrrolate pre-filled syringe injection (dose, route, frequency, and therapy dates were not reported) (batch/lot number: ap230155, expiry date: mar-2025) for an unknown indication. It was reported that stated that, ap230155 lot number also has the same complaint, and she has sent some samples of both lot numbers. She stated that they are 82 or 83 and stated that she has sent five samples. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#3) information received on 21-nov-2024. New information received includes investigation report, attached with this case. According to the complainant, while administering the medication they observed that the medication is getting leaked . Complainant had not administered to the patient. No further additional information was received from the complainant. An investigation was carried out considering the nature of the complaint. Complaint sample visual examination reveals that all syringes had the syringe tip cap intact on the luer lock collar. Each syringe contained a clear, colorless solution. Review of batch processing and controls during manufacturing, visual examination of finished product retained sample & reserved sample of glass syringe, review of packing material used in complaint lot reveals no unusual observation which could attribute to reported complaint. Appropriate controls are in place for handling of pfs during pfs debagging, tyvek removal, pfs filling, stoppering, visual inspection, plunger rod insertion and packing activity for pfs of complaint lot no.: ap240181 the finished product retained sample simulation study reveals that no physical defect observed in retained sample pfs. No leakage was observed during simulation study. Ribbed part of luer lock remained on pre-filled syringe during simulation study. Review of pack insert instruction reveals that pil does not recommend any specific type of connectors for administration of product glycopyrrolate injection usp 0.2 mg/ml (2 ml). Vendor investigation reveals that subjected pfs barrel tip are compatible with reference connectors c1 and c3 as per iso 80369-7:2016. Pfs are designed to be compatible with female connectors/needleless luer access valve (lav)/device (nlad) including needle hub of hypodermic needles which are in compliance with iso 7864. Hence there may be the possibility that connectors used by the complainant are not in compliance with iso 7864 and not compatible with the drug product pfs. The complainant had mentioned that medication is getting leak and didn't fit on the pumps & tubing and confirmed that they did not administer to the patient. Hence, there is no impact on patient safety. Also, amneal pil does not recommend any specific type of connectors for administration of product glycopyrrolate injection usp 0.2 mg/ml (2 ml). Hence no further action is warranted. Based on the investigation, reported complaints stand non-substantiated. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
They didn¿t fit on the pumps and tubing properly and would leak [device issue]. They didn¿t fit on the pumps and tubing properly and would leak [device leakage]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of device issue, device leakage, and no adverse event in patients (age, gender, and race were not reported) from the united states. The patients age at the time of event experience was not reported. On (B)(6)2024, amneal pharmaceuticals received information from the other health professional via an email concerning above-mentioned adverse event experienced by the patients while on amneal's glycopyrrolate injection. Additional significant information (#1) was received on (B)(6)2024 from the pharmacy technician via a telephone call. New information included product details (batch/lot number, expiry date) and narrative have been added. The patients were being treated with glycopyrrolate pre-filled syringe injection (dose, route, frequency, and therapy dates were not reported) (batch/lot number: ap240181, expiry date: mar-2026, ndc: (B)(4)) for an unknown indication. Concomitant medication, concurrent condition, medical history, historical medication, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that they purchased your glycopyrrolate 0.4mg/2 ml pre-filled syringe back in july. Unfortunately, they were unable to use them. They didn't fit on the pumps and tubing properly and would leak. We have approximately 80 syringes we cannot return to the wholesaler, because they are out of the box. Further information was received on 04-oct-2024 which states that the medication was getting leak and didn't fit on the pumps and tubing properly and requested for replacement. According to her, on unknown date of (B)(6)2024, pharmacy received a sealed medication boxes from their wholesaler and on an unknown date the pharmacy dispensed the medication to the hospital and while administrating the medication in the hospital they observed that medication was getting leak and didn't fit on the pumps and tubing properly and confirmed that they did not administer to the patients and returned to the pharmacy. Upon asking she stated that all 82 syringes to same lot number, expiration date and she did not provide the serial number. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. Follow-up information was received from the other health professional via an email. Additional information included lot number and expiry date was updated. The patients were being treated with glycopyrrolate pre-filled syringe injection (dose, route, frequency, and therapy dates were not reported) (batch/lot number: ap230155, expiry date: mar-2025) for an unknown indication. It was reported that stated that, ap230155 lot number also has the same complaint, and she has sent some samples of both lot numbers. She stated that they are 82 or 83 and stated that she has sent five samples. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. Follow-up (#2) information was received on 29-oct-2024: follow-up information was received from the other health professional via an email. Additional information included lot number and expiry date was updated. The patients were being treated with glycopyrrolate pre-filled syringe injection (dose, route, frequency, and therapy dates were not reported) (batch/lot number: ap230155, expiry date: mar-2025) for an unknown indication. It was reported that stated that, ap230155 lot number also has the same complaint, and she has sent some samples of both lot numbers. She stated that they are 82 or 83 and stated that she has sent five samples. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited.

Event description:
They didn¿t fit on the pumps and tubing properly and would leak [device issue] they didn¿t fit on the pumps and tubing properly and would leak [device leakage] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of device issue, device leakage, and no adverse event in patients (age, gender, and race were not reported) from the united states. The patients age at the time of event experience was not reported. On (B)(6)2024, amneal pharmaceuticals received information from the other health professional via an email concerning above-mentioned adverse event experienced by the patients while on amneal's glycopyrrolate injection. Additional significant information (#1) was received on (B)(6)2024 from the pharmacy technician via a telephone call. New information included product details (batch/lot number, expiry date) and narrative have been added. The patients were being treated with glycopyrrolate pre-filled syringe injection (dose, route, frequency, and therapy dates were not reported) (batch/lot number: ap240181, expiry date: mar-2026, ndc: (B)(4)) for an unknown indication. Concomitant medication, concurrent condition, medical history, historical medication, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that they purchased your glycopyrrolate 0.4mg/2 ml pre-filled syringe back in (B)(6). Unfortunately, they were unable to use them. They didn't fit on the pumps and tubing properly and would leak. We have approximately 80 syringes we cannot return to the wholesaler, because they are out of the box. Further information was received on (B)(6) 2024 which states that the medication was getting leak and didn't fit on the pumps and tubing properly and requested for replacement. According to her, on unknown date of (B)(6)2024, pharmacy received a sealed medication boxes from their wholesaler and on an unknown date the pharmacy dispensed the medication to the hospital and while administrating the medication in the hospital they observed that medication was getting leak and didn't fit on the pumps and tubing properly and confirmed that they did not administer to the patients and returned to the pharmacy. Upon asking she stated that all 82 syringes to same lot number, expiration date and she did not provide the serial number. Last action taken with glycopyrrolate in relation to device issue, device leakage, and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, and no adverse event was unknown. The reporter did not provide the causality of device issue, device leakage, and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited.